Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 a high tibial osteotomy (hto) was performed proximally. The patient felt pain on (B)(6) 2020 so an x-ray was taken showing that the plate was broken. A total knee replacement operation with j&j products was performed on (B)(6) 2020. The patient is stable and in the hospital now. Concomitant devices: locking screw self-tapping l70 (part# 413.370, lot# l828913, quantity 1), locking screw self-tapping l65 (part# 413.365, lot# l829910, quantity 1), locking screw self-tapping l38 (part# 413.338, lot# 9466432, quantity 1), locking screw self-tapping l34 (part# 413.334, lot# 9768896, quantity 1), locking screw self-tapping l38 (part# 413.338, lot# 9913408, quantity 1), locking screw self-tapping l30 (part# 413.330, lot# unknown, quantity 1), locking screw self-tapping l22 (part# 413.322, lot# l424247, quantity 1). This report is for one (1) 5.0mm ti locking head screw self-tapping 55mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 413.355, lot: 9466733, manufacturing site: bettlach, release to warehouse date: 30.april 2015 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the visual inspection confirmed that one locking screw as well as the tomofixtibheadplate are broken as complained. The locking screw head is still jammed within one plate hole and could not be disassembled. The broken off shaft was also returned. Dimensional inspection: could not be performed due to the damage incurred. Document/specification review: drawing for locking screw and inspection sheet were reviewed during this investigation. The manufacturing record evaluation showed that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The material and material properties of this locking screw were determined to be conforming at the time of manufacture. This locking screw is made of titanium-alloy per iso 5832-11. Summary: the complaint condition is confirmed as the locking screw was found broken. This lot of 240 pieces was manufactured in april 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The correct material was used. A manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.